Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure indicated for atrial fibrillation, a versacross connect for faradrive kit was selected for use. When the physician tried advancing the dilator over the wire to go into the patient, the physician said the wire felt stuck and could not advance the dilator anymore. The physician tried withdrawing and advancing multiple times, but still felt stuck. Thus, the dilator was removed and a new kit was opened. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.